Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance and oversensing noise, which resulted in the patient receiving inappropriate therapy. A lead fracture was confirmed. The lead currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead revision procedure has been scheduled for a future date. The lead will be capped or extracted at that time. No patient complications have been reported as a result of this event.